Event description:
User experienced a leak from the analyzer that was all over the floor around the analyzer. No patient samples were affected and no operators were harmed. The user was able to adjust the float sensor in the internal water reservoir, which resolved the issue.